Event description:
Customer reported a blood leak from the dialyzer into a hydraulic circuit and no alarm occurred. The leak occurred approximately three hours into the therapy. As initially reported, it was estimated that pt lost approx 250 ml of blood. The pt's hemoglobin was 11.3 at the start of therapy. The pt was taken to the emergency room and discharged after 2 hours. Hemoglobin at the hosp was 8.8.